Event description:
A 44-year-old admitted for orif of a left talus fracture. During placement of a 2.5 mm fully threaded headless screw, the arthrex 1.5 hex driver (ar 8737 37) tip sheared off inside the screw (ar 8725 26h), requiring screw removal. A screw extractor was used without incident. A 3.5 mm screw was then placed for fixation. Intraoperative fluoroscopy confirmed appropriate hardware placement, fracture stability, and no retained foreign body other than the intended implants. The patient had an uneventful recovery.